Event description:
Sorin group (B)(4) received a report that the s5 roller pump stopped and displayed an error message when extra suction was requested. Flow was reestablished by clearing the alarm. There was no report of pt injury.

Manufacturer narrative:
The serial number was not provided, therefore the manufacture date is unk. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s5 roller pump stopped and displayed an error message when extra suction was requested. Flow was reestablished by clearing the alarm. There was no report of pt injury. The investigation is ongoing. A f/u report will be filed when the investigation is completed.